Event description:
Rusting plus leaking (water and air) after re-design of metal bottom of water chamber for resmed continuous positive airway pressure (CPAP) machine. 1. Res med re-designed the bottom of the removable water chamber for my CPAP machine. Before: the entire bottom of the water chamber was made of metal. Now: a small circular disk is insert into the bottom of the chamber. The chamber now comprises less metal and more plastic. 2. While using the new water chamber this summer, I had increasing trouble breathing and sleeping, and the overnight air pressure seemed low. Around (B)(6), I was diagnosed with bronchitis and given a drug (azithromycin, I believe). 3. Earlier in the summer I noticed a bit of rust in the interface between the tank's metal bottom disc and the plastic of the rest of the chamber. I didn't pursue it. 4. In (B)(6) 2024 I noticed multiple spots of rust around the edges of the metal disc, in the interface between the plastic and the metal disk. The bottom of the tank was also damp when I removed it from the machine for cleaning. I assume water vapor was escaping from the chamber--going around the edges of the disc. I ceased using the leaky water chamber, and switched to a used (metal bottom) tank I kept for emergencies. I immediately started sleeping better, and believe the air pressure in the CPAP was now correct. 5. I contacted (B)(4), through which I get my CPAP supplies. I was sent another chamber with the smaller, circular metal bottom. I refuse to use it, since I am unwilling to take chances with it. I kept the leaky tank, in case it should be examined. I am now using older tanks, which (per (B)(6) rules) should have been replaced. I did eventually get another of tank with the full metal bottom, but I'm not sure if it is a new one. I was given if by (B)(4) personnel. Note: (B)(6) pays for my CPAP supplies, including the chamber that failed me. 6. Someone made the comment to me that "the epoxy" holding the circular metal disc in the (newer?) Water chambers must have failed. Note: I am a chemical engineer, and do not want any chemical such as epoxy in contact with heated water vapor I am breathing. My CPAP machines have worked until now, but I don't trust the supplies I am now sent for it. Dr diagnosed bronchitis. Have a pacemaker, am on blood pressure medication.